Event description:
A lab technician was reportedly disposing of a 1000 ml evacuated container (bottle) into a sharps container when the bottle" exploded". The bottle contained peritoneal body fluid. Which splashed into the eyes, nose and mouth and onto the skin of the employee. The employee was examined in the emergency room per hosp protocol. The pt from which the peritoneal fluid was obtained was hiv negative. The peritoneal fluid was being cultured for bacteria and fungus. The technician had previously injected air into the container to aid in removing fluid for testing.